Event description:
It was reported that stent moved on balloon occurred. A 7.0x40x75cm express ld iliac stent was advanced for treatment. However, during procedure, when the balloon was inflated, it was dislodged a little and part of the stent did not deployed. The balloon stent was deflated and then inflated again back through the stent. The stent was deployed successfully and the procedure was completed. There were no patient complications nor injuries reported.